Manufacturer narrative:
(B)(4).

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was alarming. The customer tried lubricating the sensor and replacing the holder. The customer also connected and disconnected the sensor from the inside but it did not resolve the issue. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst), observed a "level disconnected" message with an audible alarm when the sensor was connected to the level module. A broken pin on the connector end of the sensor was the likely cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.